Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed and monitored for two days with no blank display or alarm noted. All operating currents are within specification. Off/no power alarm functions properly. No blank display noted after bolus delivery. The insulin pump passed self test and displacement test. No battery out limit alarm noted. The insulin pump had alarm in alarm history screen. No alarm due to corrupted history files. The insulin pump had minor scratches on display window, scratched case, cracked belt clip slot and cracked reservoir tube lip. No damage noted on lcd glass or connector isolation tape on lcd.

Event description:
Customer reported the insulin pump had a blank display. He stated that the night prior to the event customer had to change out six new batteries in order to get the device to work. In the morning customer tried to give himself a bolus and noticed the device had a blank display. Troubleshooting was performed for blank display. Customer's blood glucose level was 200 mg/dl. Customer was advised to disconnect from the device. He uses energizer batteries. The device has a nick on the edge of the screen, which occurred when customer bumped the device. Customer was advised to discontinue use of the device and revert to back up plan. Unable to perform some of the troubleshooting required due to device having a blank display. No further information reported.